Manufacturer narrative:
The event occurred outside the us where the same model is distributed. All info provided is included in this report. Pt info is not generally available due to confidentially concerns. Evaluation summary: no anomalies found; full lead returned for analysis. Initial analysis found that the device was unable to sustain a pacing output without a programming head placed over it. When the programming head was removed, the pulse amplitude decreased until it stopped completely. However, further testing, the anomaly cleared and never reoccurred after the device was opened. Therefore, the root cause could not be determined.

Event description:
It was reported that the pt received inappropriate therapy. Interrogation showed noise on the atrial and ventricular channels. The pt was admitted to the hospital where high impedance was measured on both atrial and ventricular pace/sense leads. The ICD was removed. Both leads were measured, and the ventricular lead had an elevated threshold. During threshold testing of the lead, the pt reported a stinging sensation, and x-ray showed tension (no slack) on both leads. Impedance of the pace/sense electrode varied between 400 and 270 ohms, and the sensing varied between 4.5 and 2.4 mv. Apparent lead fracture was also reported and the ventricular lead was extracted. No further pt complications have been reported as a result of this event.